Event description:
This is the first of two reports (same pt, same product ID used for the original and replacement catheter, similar product problem). This report is in regards to the original catheter. It was reported that the fiberoptic catheter slipped out of the bolt. It required replacement with a new catheter. There was no pt injury reported. Add'l info was requested and on (B)(6) 2014, the customer provided the following: on (B)(6) 2014, the pt was transferred from the bed to the cart and the catheter slipped out of the bolt. No injury or harm came to the pt. The customer did not have record of the lot number of the original catheter. The catheter was replaced around noon time on (B)(6) 2014 with another 1104b catheter. The same bolt from the original 1104b was used, it was not replaced. The same location on the pt's head used for the replacement catheter as the bolt was not replaced. At 5:00 p.m., it was noticed that the red dot that had been visualized in the outer rim of the bolt was moving. The catheter was inspected and it was noticed that it was not secured in the bolt. The lock on the bolt was inspected, it was tightened as much as it could be tightened, yet the catheter was loose. The catheter was secured in place with adhesive tape. The intracranial pressure (icp) waveform was maintained and icp recordings remained stable. The replacement catheter and the original bolt were returned to integra for eval. The original catheter was discarded. Pt outcome was reported as pt had icp bolt discontinued three days later once icp issues were resolved.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.